Manufacturer narrative:
Analysis of the client's data from inratio and ref tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined form the information provided by the customer. Eighty two discrepant result complaints were reported for lot # 305773 yielding a complaint rate of 0.1%. This reaches the action threshold of 0.07%. Note brick lot number 296545 with strip code nz2jw material was split into tow different logs: lot # 305773 into 12 packs (smaller lot) lot # 303234 into 48 packs (larger lot). Therefore 94 discrepant complaints have been reported for lot #'s 305773 and 303234 yielding a complaint rate of 0.04%. Due to this low occurrence rate, below the action threshold, corrective is not required at this time. Thirty one discrepant complaints have been reported for lot # 308051 yielding a complaint rate of 0.81%. This reaches the action threshold of 0.07%. Brick lot 296599 with strip code vv8y1 was split into two different lots: lot # 308051 into 12 packs (smaller lot) lot # 308052 into 48 packs (larger lot). In total, 39 discrepant complaints have been reported for lot #'s 308051 and 308052 yielding a complaint rate of 0.3%. Due to this low occurrence rate, below the action threshold, corrective action not required. Corrective action not required at this time, as no product deficiency was established.

Event description:
Lot to lot variability. Patient's therapeutic rang: 2.0-3.0. Inratio lot 1 (305773) =1.4. Inratio lot 2(308051) =2.4. Time between testing 5 minutes.